Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
On-site investigation was made by our fiield service engineer (fse). The ventilator failed the pressure transducer test sequence during the pre-use check (puc) and both pressure transducer printed circuit boards (pcbs) were replaced to resolve the reported issue. The parts were returned for further investigation. The device logs were not provided. Investigation on pressure transducer pcbs: both pressure transducer pcb were placed in a they own ventilator (inspiratory channel) for simulated use testing; they both passed the puc. Simulated ventilation was performed without deviation. Both ventilators pass 3 puc at end of ventilation. Electrical measurements on both sensors show no deviation. A second test with both pcbs in the same ventilator was performed, it pass the puc and simulated ventilation was performed without deviation. The ventilator pass 3 puc at end of ventilation. The insiratory/expiratory pressure transducer is used to measure the pressure in the inspiratory/expiratory channel. The pressure, conveyed via the pressure tube connected to the inspiratory / expiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement for the pressure in the actual channel. The conclusion is that we could not reproduced the reported error concerning the pressure transducer pcbs and therefore the cause of the issue could not be determined. A correction of field #h6 ¿ adverse event problem (result): previous adverse event problem (result): 114 corrected adverse event problem (result) :213. A correction of field #h6 ¿ adverse event problem (conclusion): previous adverse event problem (conclusion): 4307, corrected adverse event problem (conclusion): 4315. A correction of field #h11- corr. Data.

Manufacturer narrative:
This investigation is completed, the ventilator failed the pressure transducer test sequence during the pre-use check (puc) and that our field service engineer (fse) found the o2 sensor defective during curative maintenance of the device. Both pressure transducer printed circuit boards (pcbs) and the o2 sensor were replaced to resolve the reported issue. The parts were returned for further investigation. The device logs were not provided. Investigation on pressure transducer pcbs: both pressure transducer pcb were placed in a they own ventilator (inspiratory channel) for simulated use testing; they both passed the puc. Simulated ventilation was performed without deviation. Both ventilators pass 3 puc at end of ventilation. Electrical measuremts on both sensors show no deviation. A second test with both pcbs in the same ventilator was performed, it pass the puc and simulated ventilation was performed without deviation. The ventilator pass 3 puc at end of ventilation. The conclusion is that we could not reproduced the reported error concerning the pressure transducer pcbs and therefore the cause of the issue could not be determined. The insiratory/expiratory pressure transducer is used to measure the pressure in the inspiratory/expiratory channel. The pressure, conveyed via the pressure tube connected to the inspiratory /expiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement for the pressure in the actual channel. Investigation on o2 sensor: the o2 sensor was placed in a ventilator for simulated use testing; it failed the puc during o2cell/sensor test sequence. Simulated ventilation was performed without deviation and the o2 reading was very accurate. The ventilator pass 3 puc at end of ventilation. An error with the o2 sensor could be confirmed during our first puc but could not be repeated and therefore the cause of the issue could not be determined. The o2 sensor is a monitoring device and does not affect the ventilation. A correction of field # d1 brand name, # d4 version or model #.d1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref# (B)(4).